Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and intermittent noise and oversensing resulting in inappropriate atrial tachy response episodes. The lead remains in service. No adverse patient effects were reported.